Manufacturer narrative:
The cause of the customer reported failure mode cannot be determined as no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. The following information is unknown: contact information for the social media posting, site name, event date(s), and instrument part number(s). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported via a social media posting that during a da vinci-assisted surgical procedure, the inner silicone portion of a universal seal (5-12mm) broke off. The initial reporter indicated that it seems that when certain instruments are inserted, a piece would rip off and end up inside the patient.